Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on an unknown date. Post procedure imaging was performed and showed the spaceoar vue gel appeared to be in the rectal wall. The gel was visible during initial external beam radiation therapy (ebrt). The patient passed something in his stool and it was observed after, that the gel was no longer present. The patient was given antibiotics. The patient will receive brachytherapy boost with permanent seeds. Boston scientific has been unable to obtain additional information regarding this event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2021. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.